Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 550 mg/dl and 165 mg/dl. No adverse event was reported. The alleged products were replaced and requested for return.